Manufacturer narrative:
Conmed received the medium oval bur for evaluation on 27-jan-2016. The device evaluation is in process. A supplemental report will be filed once the investigation has been completed.

Event description:
The user facility reported that while using the oval bur, medium during an arthrodesis of the right distal index finger, the bur snapped in two. The broken portion of the bur fell into the surgical site. As reported, it took approximately 8-10 minutes to retrieve the broken bur. The procedure was then completed successfully using a new bur. There was no injury to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
Visual inspection of the returned oval bur on (B)(6) 2016 confirmed the bur shaft had broken into two (2) pieces. Microscopic inspection determined that the bur breakage occurred at the location of the laser etch line. This lot was manufactured on 24-mar-2015 in a lot of (B)(4) units. (B)(4). There were no discrepancies noted during the manufacturing process. There have been no other similar complaints received for this item and lot number combination. A two-year review of complaint history for this product shows there have been (B)(4) similar reports of bur breakage. During this same two-year period, a total of (B)(4) units were shipped worldwide making the rate of occurrence for this failure mode (B)(4) percent. This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. There has been no patient long term adverse effect reported to be related to failure mode. A CAPA investigation has been opened due to an escalation of complaints of this nature for this product family. A manufacturing issue has been identified as the likely cause of the breakage at the etch line.